Manufacturer narrative:
Initial and final MDR 1883211 - MDR 3003442380-2024-07269. - device 1 of 3. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusions set fell off during use events on (B)(6) 2024. The first infusion set was in use for 8 hours and second for 10 hours and third for 7 to 8 hours. On (B)(6) 2024 patient was doing physical activity or was sweating, swimming or taking a bath when infusion set fell off. The blood glucose level at the time of event on (B)(6) 2024 was 300 mg/dl and on (B)(6) 2024 was 120 to 150 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.